Event description:
It was reported that the ventilator was plugged into the ac outlet overnight while the patient slept at home. The next morning the caregiver discovered that the unit was functioning only on battery power and not ac. The device had alarmed as expected. The battery power was low and it appeared that the battery was not recharging. Another power cord was attached to ventilator and the unit was plugged into ac, but vent still only functioned on battery. Other wall outlets were also tried but unit did not detect ac power. The patient was manually ventilated while he was transferred to another ventilator. It was reported that his vital signs were stable. No serious patient injury was reported.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate erratic was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/17/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.